Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life and was no longer connecting to the remote. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained in the hospital and will not be returned.